Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited an episode of inappropriate shocks due to the t-wave oversensing. No other information was provided. This lead remains in service no further adverse patient effects were reported.